Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "offset self check failure-1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and during evaluation of the smart pneumatic module found that the data installed had become corrupted. The firmware was re-installed to resolve the malfunction. Historically failures of this type can only be caused by the user while attempting to calibrate the device with the rcs. Analysis of reports of this type has not identified an increase in trend.